Manufacturer narrative:
The insulin pump was received with no vibrator alert due to broken black wire on vibrator motor. The insulin pump was also received with minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an absence of vibration function. The blood glucose reading was 158 mg/dl. The caller stated that the issue occurred during normal device use. The issue was not resolved by a battery change. Upon troubleshooting, it was found that the insulin pump did not vibrate during the self test. The caller was advised that the device be replaced. Nothing further reported.